Event description:
The following publication was reviewed by gore: title: urgent thoracic endovascular aortic repair for type-b0,d acute aortic dissection source: annals of vascular surgery, 109, pp. 1¿8. This is a single-center study of forty-six patients with hyperacute-phase type-a acute aortic dissection (taaad) and type-b0d acute aortic dissection (tb0d aad), who underwent urgent thoracic endovascular aortic repair (tevar) or conventional surgical aortic repair (csar) between january 2022 and december 2023. The stated objective of the study was to clarify safety and efficacy of tevar, excluding the primary entry in the descending aorta, for type-b0d acute aortic dissection (so-called retrograde type-a acute aortic dissection). Outcomes included 30-day mortality, aortic reintervention, and major complications (stroke and paraplegia/paraparesis). The 7 patients receiving tevar were predominantly male and had a mean age of 58.1 years and the 39 csar patients were predominantly female and had a mean age of 69.2 years. All patients underwent respectively urgent (on the admission or next day) tevar and csar for hyperacute-phase (within 2 days after the onset) tb0d aad and taaad. The ascending fl was patent and the gore tag conformable thoracic stent graft was applied in all the tevar patients. For tb0d aad with the obviously visible primary entry in the descending aorta and no entry in the ascending or transverse aorta on pre-interventional contrast-enhanced computed tomography (CT) scans, tevar was preferentially performed. Under general anesthesia, the common femoral artery was exposed, and an introducer was inserted. The subsequent procedures were performed via the introducer. First, no primary entry in the ascending or transverse aorta and the location of the primary entry in the descending aorta was confirmed by use of digital subtraction angiography (dsa). Second, a 10-cm length stent graft gore tag conformable thoracic stent graft was implanted. The diameter of the stent graft would be equal to or few mm longer than the major axis of the true lumen approximately at the aortic valve level. Its proximal end should be located distally to the entry. Third, another 15-cm length gore tag conformable thoracic stent graft was placed to exclude the entry. The diameter of the stent graft would be equal to or few mm longer than the major axis of the true lumen at the entry level or just distal to the origin of the left subclavian artery. Its proximal end should be positioned more than at least 2-cm proximally to the entry and its distal end should be inserted into the antecedently implanted distal stent graft. Finally, neither stent graft-induced new entry (sine) nor endoleak was verified by means of dsa. All the patients survived and 5 of the 7 patients were relieved of aortic reintervention for 30 days following tevar. Because of the patent and nonshrinking ascending fl, 1 patient (case 1), however, underwent additional tevar for the residual entry in the distal descending thoracic aorta on postoperative day (pod)33 and subsequently ascending aortic replacement (aar) 4 months later. No entry was detected in the ascending or transverse aorta. One patient (case 3) underwent aar on pod1 owing to the patent and nonshrinking ascending fl. The entry existed in the aortic arch. Another patient (case 7) underwent ascending and total-arch aortic replacement (a/taar) with frozen elephant trunk on pod13 due to proximal stent graft-induced new entry (sine) irrespective of the thrombosed and shrinking ascending fl. The ascending fl in the other 4 patients was thrombosed early, shrinking gradually, and disappeared at last following tevar. Case 1 was noted to have experienced coverage of the left subclavian artery, but it is not reported if coverage was unintentional.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical devices not available for return. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events which may require intervention and/or conversion to open repair include, but are not limited to: dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, reoperation. Literature title: urgent thoracic endovascular aortic repair for type-b0,d acute aortic dissection source: annals of vascular surgery, 109, pp. 1¿8. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.